Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 163 mg/dl. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.